Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having a prime anomaly with the insulin pump. The customer stated that it would keep on priming. The customer had not gotten an error yet. The insulin pump was squirting out insulin during the manual prime process. They are unable to exit the preparing to prime loop. The customer¿s blood glucose level was 186 mg/dl. Troubleshooting was performed. The tubing connector or the top of the reservoir were not wet. The customer stated that they went through 40 units of insulin trying to prime the insulin pump. The customer stated that the insulin did not continue to drip after letting go of the act button. The customer stated that the motor did not slow down nor did numbers ramp up on the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer stated that she will revert to her other insulin pump. The device will not be returned for analysis.